Event description:
Customer reported she was been experiencing high blood glucose. At first she thought it was something related to the infusion sets and was sent samples to try. Customer reported that in (B)(6) she did start noticing air bubbles in the reservoirs and she discovered that when she got a new shipment of reservoirs the problem stopped. She thinks the o rings were not fitting properly. Blood glucose value was between 500 and 600 mg/dl at the time. Customer stated the insulin pump was not rewound with a reservoir in place. Insulin was not stored at room temperature. She kept it in the refrigerator, but did warm it up before placing it into the reservoir. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 2032227-2015-07874.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.